Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 3 mm on the ncc and lcc. After valve dislodgement, the implant depth on the ncc and lcc was -5 mm above the annulus. Additionally, a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a pre-implant balloon aortic valvuloplasty was first completed due to the patient having a bicuspid aortic valve. The valve was then deployed at a depth of 3 millimeter's (mm). While observing the valve under fluoroscopy, approximately 30 seconds after deployment, the valve dislodged above the aortic annulus. A snare tool was then utilized to move the valve above the sinotubular junction (stj) to avoid sinus sequestration. A non-medtronic 23 mm valve was then prepared and successfully implanted. Per the physician, the procedure and valve contributed to the valve dislodge. A 1 hour procedural delay occurred due to the valve dislodge. Per the physician, patient's bicuspid aortic valve contributed to the valve dislodge.